Event description:
The customer reported that when the physician inserted the microwave ablation antenna percutaneously into the pt it broke. The physician then opened another percutaneous antenna, inserting it into the pt and it also broke (see MFR report # 1717344-2011-00144 for other antenna). He opened a third one and completed the liver ablation. There was no pt injury and both antennas were removed intact.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2011. The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.